Event description:
It was reported that during a dacryocystorhinostomy surgery, the high speed curved diamond bur shifted left and right instead of staying in the center. At the end of the procedure, it was observed that the bur appeared to be ¿charred¿ at the tip. There was no report of patient injury as a result of the event.

Manufacturer narrative:
(B)(4): the device was returned and evaluated. As received condition: received 1 sample(s), part number 1882569hs, from lot/serial number (B)(4). There was evidence of customer use; biological contaminants were observed [based off of the reactivity with hydrogen peroxide]. Observations: when compared to the assembly drawing 66500072 revision e: when viewed under magnification, there were no signs of excess force and there was no axial play at the tip that would have resulted in the reported malfunction [shifts left and right]. The shaft turns freely by hand. The tip of the bur had biological contaminants compacted into the diamond grit and dried contaminants on the shaft in front of the irrigation ports which appeared to be ¿charred¿ as reported. The instructions for use 68e3858 revision e indicates the use of irrigation during surgery as well as periodically submersing the bur/blade in sterile water. If the bur/blade was submersed in water as instructed it would be anticipated the biological contaminants would coat the surface of the bur along its length however the length of the bur was free of contaminants [restricted to only the tip]. The location of and condition of the contaminants at the tip indicate insufficient irrigation during use. With biological contaminants compacted in the diamond grit the bur would have a tendency to move from left to right as biological contaminants are built up and then release from the cutting surface [grabbing the tissue at different rates]. The information indicates the device was not used according to the instructions for use. Conclusion: confirmed for the charring on the bur tip and for compacted biological contaminants that may have resulted in shifting of the bur from left to right. Based on the above observations the underlying cause is consistent with misuse / user error of the device. (B)(4).